Event description:
It was reported that an ilet user saw a high glucose reading on the pump after a recent supply change with a teflon infusion set; the user had been in range prior to the change and did not have a glucometer available at the time of the call, and a guided site change was performed with insulin delivery resuming upon reconnection. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, with no alerts or alarms reported and no medical care or hospitalization required. Investigation included guided troubleshooting, site change, and confirmation of resumed insulin delivery. Investigation of this case revealed that the specific cause of the hyperglycemia remained unclear, with no device alarms and successful post-change insulin delivery, which suggests a potential infusion site or set-related issue without confirmatory evidence. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.